Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that one mitraclip was implanted on (B)(6) 2015 reducing mitral regurgitation from 4 to trace. Echocardiogram on (B)(6) 2016 showed the mitraclip was only attached to the anterior leaflet and mr grade returned to 4. Additionally, in (B)(6), an echocardiogram noted a ruptured mitral valve chordae. The patient has been experiencing increased fatigue and shortness of breath for the past few months. A second mitraclip procedure is being considered along with surgery. No additional information was provided. Medwatch report received that states: mitral clip was attached to mitral valve at (B)(6). No improvement in symptoms. Concomitant medical: rx meds: blood thinner, diuretic, spironolactone.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr), dyspnea and mitral valve injury, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda)in this incident could not be determined. The reported worsening mitral regurgitation and tissue damage (rupture chords) were likely a result of the slda; the reported dyspnea and fatigue were likely cascading effects/symptoms of the increased mitral regurgitation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.